Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/27/2020. H.6. Investigation: one open 32g x 4mm pen needle sample was returned from lot. No. 9099951, cat. No. 320561. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: the patient has been injecting insulin conscientiously for years and knows her way around. She's been using the for a long time bd ultra-fine pro 0.23x4mm cannulas that you attach to your pen (humalog cartridges in the pen and levemir flexpen). Now the value of the last hba1c measurement was far too high, although it was carefully injected. During the application last thursday, she noticed that the value before the insulin administration was higher than afterwards. She took a close look at the cannulas and found that they were not the cartridges or the pen, puncture and thus no insulin can be administered. The patient brought the corresponding cannula with her.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm hp 105 box de were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: the patient has been injecting insulin conscientiously for years and knows her way around. She's been using the for a long time bd ultra-fine pro 0.23 x 4 mm cannulas that you attach to your pen (humalog cartridges in the pen and levemir flexpen). Now the value of the last hba1c measurement was far too high, although it was carefully injected. During the application last thursday, she noticed that the value before the insulin administration was higher than afterwards. She took a close look at the cannulas and found that they were not the cartridges or the pen, puncture and thus no insulin can be administered. The patient brought the corresponding cannula with her.